Event description:
It was reported that a patient who had a sz 10 jll cr ox femur, sz 7 tibia, 12mm cr poly, 35 patella, fell and became infected. All implants were removed and a sz 8 ldk cr femur, and a sz 7 15mm cr all poly were implanted as a spacer until infection clear.

Manufacturer narrative:
It was reported that a patient who fell and became infected. All implants were removed. The affected devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record, complaint history and sterilization documentation review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. However, an infection status post a traumatic fall was the root cause of the first stage revision with spacers. The patient impact beyond the reported fall, infection and revision could not be definitively concluded. No further medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.